Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged. It was confirmed that the charging supplies were able to successfully charge another device. In addition the customer reported their blood glucose (bg) level was elevated (300 mg/dl) the day of the call. Boluses via the pump were administered to address bg level. The customer stated that they were getting sick and their bgs run high when they are sick. System check with tandem technical support indicated the pump was performing as intended. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump was received.